Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. There was no reported adverse impact to the customer¿s blood glucose level. The customer resolved each incident by clearing the alarm and resuming insulin delivery without changing supplies.